Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, g1, h2, h3, h4, h6, h1 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of transducer plug. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the malfunction was caused by an error in connection and a failure to respond. The issue was ultimately traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during inspection for use, the subject device has a connection error and was not responding. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.